Manufacturer narrative:
Product complaint # ==> (B)(4)./ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.¿ UDI: (B)(4).. The expiration date is not currently available.

Event description:
It was reported that vapr p90 electrode was used during arthroscopic rotator cuff repair on (B)(6) 2017. During the procedure, it was found that the device in question did not suction anything at all. It was brand new and the first use when the issue occurred. There was a 5-minute-delay in surgery and no harm to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. A review into the depuy synthes mitek complaints system revealed no other complaint of any kind for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported that vapr p90 electrode was used during arthroscopic rotator cuff repair on (B)(6) 2017. During the procedure, it was found that the device in question did not suction anything at all. It was brand new and the first use when the issue occurred. There was a 5-minute delay in surgery and no harm to the patient.